Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone#: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ infusion tubing separated from the luer connector during use and leaked as a result. The following information was provided by the initial reporter: "this leur lock is not as loose as the previous one, so the nursing staff are not use to it resulting in them not securing it all the way and thus leaking at the site."

Event description:
It was reported that the unspecified bd¿ infusion tubing separated from the luer connector during use and leaked as a result. The following information was provided by the initial reporter: "this leur lock is not as loose as the previous one, so the nursing staff are not use to it resulting in them not securing it all the way and thus leaking at the site."

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of luer lock engineering change could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the material and lot number are unknown.